Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate with multiple intermittent cartridges. Reportedly, the customer was using cold insulin, over filling the cartridge and not performing the air removal step correctly. Tandem technical support educated the customer on proper load procedures. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.